Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. The lancet became stuck in the customer's finger after firing the device. She forcibly removed the lancet, and the puncture site hurt for 2 days. No accidental stick or adverse event was reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.